Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17611540) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a pin hole in the side of catheter near the hub. It was noticed during flushing prior to inserting into the patient. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The actual product was not damaged. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU). There was not any unusual force used at any time during the device removal or procedure. The product was clinically used and when device was removed for procedure case prep. The defect was noticed during flushing the catheter. However, the device was not inserted in patient. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, there was a pin hole in the side of catheter near the hub. It was noticed during flushing prior to inserting into the patient. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The actual product was not damaged. The product was clinically used when removed for procedure case prep. However, the device was not inserted in patient. The defect was noticed during flushing catheter. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU). There was not any unusual force used at any time during the device removal or procedure. The product will be returned for analysis. A non-sterile diagnostic catheter cath f5 inf jr 4 100cm was received coiled inside a plastic bag. Per visual analysis, three pinholes were noted on catheter¿s body near the hub area. No other damages were found. A meeting was held with the pet to review the complaint unit. The unit was inspected under vision system and the pinholes were confirmed on catheter body. Additionally, a flush test was performed to the diagnostic catheter. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter and leak was observed at the pinhole areas. After the unit was reviewed, it was determined that the unit needed to be sent to sem analysis to identify the possible cause of the noted condition. Sem results showed that the catheter body presented pinholes and material ruptures. This ruptured material presented evidence of elongations, however, no evidence of mechanical damage was found at the hole areas. Also, the catheter body¿s inner surface was analyzed and the catheter¿s inner surface was not uniform and presents evidence of lifted material and wrinkles. Moreover, the braid wire was found exposed internally and only pin holes a and c passed through the catheter body wall. No other anomalies found during sem analysis. Additionally, the holes were measured and it was found that the size of analyzed hole #1 is 23,927.77 m2 approximately and the size hole # 2 is 10,533.333 m2 approximately. Also, the distance between holes found is approximately 2mm. A device history record (DHR) review of the manufacturing documentations associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17611540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter (body/shaft) ¿ puncture/cut¿ was confirmed through analysis of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ after the unit was analyzed by the pet and the sem analysis, it was determined that the reported failure is related to the body extrusion process. An awareness training was provided and a risk assessment was opened to address this kind of issue.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.